Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user reports operating the power wheelchair on an uneven surface after a storm trying to pick up yard debris. Additionally the end user was not wearing the seatbelt. Hoveround's owner's manual warns end users "to avoid serious injury or death from tip over..." Avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass".

Event description:
The end user's reports while operating the power wheelchair in her driveway, the chair allegedly stopped and she fell. End user reports never using the seatbelt.